Event description:
It was reported that the pacing lead exhibited increased, high, and fluctuating impedance. There was also an increase in thresholds to a high measurement noted. The lead was reprogrammed, will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.